Event description:
Case description: this consumer report was received from a us consumer and concerns a patient. The patient was injected with radiesse for an unknown indication, in (B)(6) 2026, reported as a few days prior to the time of this report. The lot number for radiesse was not reported. In (B)(6) 2026, after the radiesse injection, the patient experienced a strong allergic reaction, including itching, throat tightness, and later, a respiratory infection that took them to the emergency room (ER) with pneumonia (ambiguously reported as neumonia). The patient reported it was a difficult few days due to medications, side effects and no sleep. The outcome of the events was unknown.

Manufacturer narrative:
This case was assessed by merz north america as serious. The events injection site hypersensitivity, pneumonia, and sleep disorder occurred in a compatible temporal relationship. However, no information was provided regarding the areas treated with radiesse so that a local relationship for the event injection site hypersensitivity can only be assumed based on the wording of this report. The events pneumonia and sleep disorder are systemic events and thus occurred in an incompatible local relationship. The events of pneumonia and sleep disorder were assessed as unexpected whereas the event of injection site hypersensitivity was assessed as expected based on the currently valid us instructions for use leaflet of radiesse. The reported itching and throat tightness are considered to be symptoms of injection site hypersensitivity and therefore were not coded. This case is purely consumer derived, with limited information, and pending medical confirmation of the reported events. The event sleep disorder was coded out of an abundance of caution. Based on the information provided, it is unclear whether the patient reported no sleep was attributable to the radiesse injection, illness, or possible side effects of the unspecified medications. No clinical details suggesting a medically significant or persistent sleep-related condition were reported. The event pneumonia is considered to be a systemic event that involves inflammation in the lungs and may be bacterial or viral in origin. While bacterial pneumonia often requires antibiotic treatment, viral pneumonia can resolve without medical intervention. In this case, the patient reported an emergency room visit, but did not report hospital admission, antibiotic use, or any other specific treatment. Therefore, it cannot be determined whether the pneumonia required medical intervention to prevent a more serious outcome. Given the limited information available and the absence of medically significant outcomes, permanent impairment, or a life threatening condition, the events pneumonia and sleep disorder are considered non-serious. Causality for the reported events is assessed as possibly related to the treatment with radiesse, as a contributory role of the treatment with radiesse cannot be ruled out with certainty due to the compatible temporal relationship. Based on the information provided, this case was assessed as reportable to the FDA as the event of injection site hypersensitivity was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.